Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 586mg/dl. The customer stated that she was experiencing unexplained high glucose since the past week. The customer's most recent glucose reading was 365, and she has treated with the insulin pump and manual injections. Reviewed the programming and alarm history, and found motor error alarm and many no delivery alarms. Ran a fixed prime and high pressure test and they passed. During the call was found that the customer has been using only five reservoirs for one entire year. Advised the customer to make sure to change out the reservoirs and use a new one. Also, it was found that the customer has been using her abdomen for thirteen years. Suggested to rotate the sites and to discuss scar tissue issues with her doctor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg report 2 of 2, medwatch report # 2032227-2012-04704. Mfg report 1 of 2, medwatch report # 3004209178-2012-85198.